Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the display was dim and could not be adjusted during set up. The customer requested a backlight inverter part number for repair. It was also noted that the display may have a first-generation liquid-crystal display (lcd) installed. The rse provided the part number for the user interface (ui) assembly, without nav-ring; pcba, and the backlight inverter.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 04/19/2023, 05/04/2023 and 05/10/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.